Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (march 2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4).

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a c-flex aspheric 970c intraocular lens (iol). The healthcare facility reports "this patient had uncomplicated cataract surgery... The patient is very symptomatic with regards to glistening vision, particularly at night-time with blurred vision and poor quality of vision and reduced stereo acuity." For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00125.